Manufacturer narrative:
If implanted, give date: not applicable, as the lens was inserted and removed. If explanted, give date: not applicable, as the lens was inserted and removed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a za9003 18.0 diopter intraocular lens was cracked upon insertion into the patient's right eye (od). Therefore, it was removed and replaced with a backup lens of the same model and diopter. The account commented that this event occurred due to a technician/user error loading the lens. There was no incision enlargement and no sutures were used, but a vitrectomy was performed. Reportedly, there was no patient injury and the patient is doing fine post-operatively. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 07/17/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The lens was observed under microscope and it was observed with viscoelastic residue marks on the optic zone and cut in two pieces. The condition of the lens is typically of a lens that was removed. According to external communication (B)(4) the complaint was a loading error. Therefore, there is no complaint to verify. No product quality deficiency was identified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.